Event description:
During a follow up visit, the physician noticed by x-ray that the bone screw had fractured. The patient was treated for a c-1 fracture. The patient was then seen by the implanting surgeon who confirmed this finding. The patient was reoperated on on 6/28/93 for the atlantoaxial instability. Dditional posterior fixation was performed. The fractured bone scre was not removed. The patient did not suffer any complications or residual effects due to this incident.